Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in france as follows: it was reported that during an intervention there were difficulties when using a dhs 280.850s screw and a dhs 02.224.224s plate. During the initial change of dhs plate: it was not possible to screw it in. Finally after a change of screw the problem was resolved. A dhs screw ref 280.850s and an additional dhs plate 02.224.224s were used instead. This report is for one (1) dhs/dcs-scr ø12.5 l85 sst. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 280.850s, lot: 769p186, manufacturing site: balsthal, release to warehouse date: 10 may 2022. A manufacturing record evaluation was performed for the finished device 280.850s lot 769p186, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team forwarded the device to jabil balsthal which conducted a visual inspection of the returned device. Visual analysis of the returned sample was performed on dhs/dcs-scr ø12.5 l85 sst. Article 280.850s presents traces of use: several deep scratches of excessive friction are present all over the shaft of the screw and damages on the tip of the shaft are also visible. A dimensional inspection of article 280.850s manufactured in balsthal was performed by process smes: test performed: vici vision ¿ mlt 6-6020 optical measuring test (automated inspection) the optical measuring test of article 280.850s focused on the shaft of the screw, as the shaft is the part that was observed during the visual inspection to be damaged. The optical measuring test of article 280.850s evidenced that ¿messpunkt :3¿ feature corresponding to the tip of the shaft is out of tolerance. The optical measuring test of article 280.850s also evidenced that ¿schlitzbreite¿ feature corresponding to the inner diameter of the tip of the shaft is out of tolerance. The results of the dimensional inspection confirmed that the damages evidenced on the shaft during the visual inspection impacted the shaft specifications. A functional test was performed. The proximal tip of the screw failed to be inserted into the mating hole of the returned lcp dhs-pl 135° 4ho l92 standbarrel sst. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the dhs/dcs-scr ø12.5 l85 sst. The result of the investigation did not reveal any manufacturing defect. It has evidenced on dhs/dcs-scr ø12.5 l85 sst strong signs of usage of the item. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.